Manufacturer narrative:
Lot number and device manufacturer date provided.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, a percutaneous pin moved. The percutaneous pin was not tightened all the way. It was stated that the pin would not be returned to manufacturer for analysis. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient identifier, age or weight, referencing canadian privacy laws. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up at the site, reported the suspect percutaneous pin worked as intended and was not removed from the field. Part not returned to manufacturer for analysis.